Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Customer's blood glucose was 143 mg/dl. Reportedly, customer used more force and was able to fill the cartridge.